Event description:
It was reported the patient underwent a left knee revision due to femoral subsidence and tibial insert wear. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4), multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00303 and 3007963827-2023-00304. D10 medical devices: femur cemented cruciate retaining (cr) standard left size 6 catalog#: 42502606001 lot#: 63945525 unknown tibial tray product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event could not be confirmed. Visual examination of the returned product identified signs of use and a compressed dovetail feature. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.